Event description:
Baxter (B)(4) received a report that a system error 2240 alarmed during therapy. Leakage around the 2 supply lines was found. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No further information is available. If additional information becomes available, a followup report will be submitted.